Event description:
The pt contacted animas alleging that the pump was having difficulty responding to audio bolus button presses. The pt claimed that the audio bolus button would need to be massaged in order for the pump to respond. The pt denied that the pump was exposed to moisture.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was unresponsive to bolus button presses. The bolus button required hard presses. All keypad buttons responded to user input. The keypad buttons were not sticking.